Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the loose drive support disk.

Event description:
The customer reported that the insulin pump squirted out insulin during the prime process. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.